Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 716608) for female sterilisation. The patient had a medical history of illness, parity 2 and gravida ii. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on 02-nov-2021. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis uterus, cervix, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: uterus (103 g) with benign endocervical polyp, secretory phase endometrium, adenomyosis and leiomyomata. Bilateral fallopian tube without diagnostic abnormality (essure devices in place). Clinical information. Pre-op and post-op diagnosis: abnormal uterine bleeding (aub) specimens a pelvis, uterus, cervix, bilateral fallopian tubes. Gross description: the right fallopian tube measures 8.0 cm in length by 0.6 cm in diameter and the left fallopian tube measures 7.0 cm in length by 0.5 cm in diameter. Both fallopian tubes are fimbriated and have essure devices within the lumen. Lot number: 716608 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2021, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 716608) for female sterilisation. The patient had a medical history of illness, parity 2 and gravida ii. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2021, 4197 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis uterus, cervix, bilateral fallopian tubes; hysterectomy with bilateral salpingectomy: -uterus (103 g) with benign endocervical polyp, secretory phase endometrium, adenomyosis and leiomyomata. -bilateral fallopian tube without diagnostic abnormality (essure devices in place). Clinical information pre-op and post-op diagnosis: abnormal uterine bleeding (aub) specimens a pelvis, uterus, cervix, bilateral fallopian tubes gross description: the right fallopian tube measures 8.0 cm in length by 0.6 cm in diameter and the left fallopian tube measures 7.0 cm in length by 0.5 cm in diameter. Both fallopian tubes are fimbriated and have essure devices within the lumen. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: lot number were added. Surgical pathology report were added. Other relevant history and new reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report